Manufacturer narrative:
Other text: additional information was received indicating that there was no patient involvement.

Manufacturer narrative:
Corrected data: date received of the previous follow-up was meant to be 08/05/2021, due date was meant to be 09/04/2021.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited a constant cassette not properly attached, reattach cassette alarm. No adverse effects were reported.